Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 23-jun-2015 a tss reviewed the information for controls that would be out of range the first time they are analyzed and the same control when repeated will be within range. The customer had experienced this on tsh and psa which are the only two analytes assayed on the aia-360. They were instructed to test the aia-360 precision (n=20) to verify that sampling was occuring correctly. On 24-jun-2015 the tss reviewed the pt data report which indicated that 4 of 5 tsh samples failed, along with the calibration, and levy-jennings qc results for the tsh. The customer was again instructed to check the aia-360 precision. The qc as within ±2sd and the precision was 3.8%. On 25-june-2015 the customer reported that the api samples had been repeated and were all within range. Maintenance procedures were discussed and the customer agreed to incorporate the 6 month decontamination procedure which was had not been previously done. The most probable cause of the reported event is unknown was not duplicated.

Event description:
On (B)(6) 2015, a customer reported quality control (qc) results are fluctuating for tsh and psa. On (B)(6) 2015 the customer reported that 4 of 5 samples failed the api proficiency test (pt). A technical support specialist (tss) performed troubleshooting by phone to address the reported event which resulted in the failed pt there was no indication of patient intervention or adverse health consequences due to the delay in reporting.